Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) detected as a ventricular tachycardia (vt) episode by the implantable cardioverter defibrillator (ICD). A follow up with the patient¿s healthcare provider yielded that the patient has af. The device continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.